Event description:
It was reported that a patient diagnosed with cervical spondylotic myelopathy underwent an anterior cervical fusion at c4-c5. During the procedure, it was noted by the physician that the "c4 vertebra was more fragile than c5". Reportedly, the screw "driver was unable to be detached from the c4 right screw, thus it was removed with the screw by shaking the driver shaft". The physician increased screw size to 4.5 mm at c4, but according to the report "the driver became irremovable again". The surgical time was extended less than 15 minutes due to the incident. It was noted that because "the driver was irremovable, screws were easy to loosen". No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: optical examination did identify material deformation the base of the hex, which could contribute to additional friction retention force in actual use conditions. Dimensional examination of the hex found to be within print specification. Functional evaluation did not perceive excessive force needed to disengage sample bone screw. Conclusion: after visual, optical, functional and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.